Event description:
During the current climate with drug shortages, we were unfortunate enough to run low on 60 ml syringes. Our purchaser obtained a different brand syringe (hsw), without the knowledge of the pediatric pharmacy staff. It turned out that these syringes are not compatible with our pediatric syringe infusion pumps, as they are only calibrated to recognize specific brands. Hospital staff should be aware that some substitute products may not be interchangeable. Medication administered to or used by the patient: no; where did the error occur: hospital; hospital unit: pharmacy.(B)(6), access number: (B)(4).